Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528235 visistat 35w 6/box for investigation. 13 unformed and 3 properly formed loose staples were also returned. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. The stapler was received with 8 staples left in the cover block indicating that at least 27 staples were fired by the end user including the loose staples returned. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger cycle was completed. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated six more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The staple was able to engage and successfully close into the simulated skin pad. Reference file (B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staple stuck in unit" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that staples did not come out from the stapler during an operation. Therefore, the user opened a new unit instead.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that staples did not come out from the stapler during an operation. Therefore, the user opened a new unit instead.